Event description:
It was reported from (B)(6) that the sagittal saw attachment device was frozen and not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to damaged ball bearings inside the device from normal use over time. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Upon review, it was determined that the device returned date was not documented in the initial report. The device returned date has been updated as apr 24, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.